Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The user attmpted to acquire ECG signal through the 4-wire ECG leads but were unable to see the ECG signal on the patient due to the device remaining in pad view with an ECG present. The device passed functional testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.